Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, and a false cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Additionally, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customers blood glucose level was 296 mg/dl. A new cartridge was loaded to resolve the issue and customer continued to use pump for insulin therapy.